Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose value was 547mg/dl. Customer declined to troubleshoot for high blood glucose. Customer's insulin pump had no delivery alarm. Customer reported that insulin exited with the manual prime and the pump was working as designed. Insulin pump will not be returned for analysis.